Manufacturer narrative:
Method: device not returned. The device history record (DHR) review cannot be done because the serial number remains unknown. Device will not be returned for evaluation because it remains implanted. No additional information has been provided.

Event description:
Reportedly, the patient was reoperated after an implant duration of 65.13 months (5 years, 5 months) in a valve in valve procedure due to stenosis of a model 7300 mitral valve. (B)(6) 2012, through a follow up by the sales rep, it was learned the patient was reoperated as she became symptomatic, with dyspnea and heart failure. In addition, hospital does not want to provide edwards with copies of the patient records and echo images.